Event description:
The customer reported receiving modular chemistry (mc) obstruction detection transducer failure involving a unicel dxc 800 synchron system. The customer stated that there was about less than 5 ml of clear fluid leak around the transducer area. The customer was wearing personal protective equipment consisting of gloves and laboratory coat and there was no report of injury or exposure. No erroneous results were generated and there was no change to patient treatment as a result of this event. Beckman coulter field service engineer (fse) was dispatched and determined that the cause of the leak was the obstruction detection transducer. The fse replaced the transducer and no further leak was observed. Repair was verified per established procedures and results met published specifications.

Manufacturer narrative:
(B)(4).